Event description:
Customer reported a potential false negative troponin (tni) result using the triage cardiac panel 25 test. The patient was confirmed with ami.

Manufacturer narrative:
Investigation pending.